Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, serial#: unknown, product type: programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the patient had gone to the hospital for evaluation and treatment due to nausea/vomiting symptoms. The patient's weight was unknown. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 10 mg/ml of an unknown medication at 1.907 mg/day. The indication for use was not known. It was reported the patient was refilled on (B)(6) 2019 and the pharmacy used saline for the drug when the pump was supposed to be filled with an actual medication. Considerations were reviewed. The rep was heading to the doctor's office. No symptoms were reported. No further complications were reported or anticipated.